Event description:
It was reported that, "pt states has had pain for last 6-12 months and has experience some instability - bone scan did not show any significant changes. Revision surgery scheduled possible poly exchange."

Manufacturer narrative:
An eval of the device cannot be performed as the device was requested by pt and not returned to the MFR. Additional info (including x-rays and medical records) was requested, but not made available. If device or additional info becomes available, the eval summary will be submitted in a supplemental report.